Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with an unspecified mentor textured saline breast prosthesis that deflated post implantation. Deflation of the patient¿s right breast prosthesis was reported. As a result, the patient underwent explantation on (B)(6) 2025.

Manufacturer narrative:
On 24-aug-2025, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient suffered from a deflated breast prosthesis along with capsular contracture, ptosis, and animation deformities. There was also malposition of the implant and a small amount of serous fluid in the breast capsule. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing and microscopic examination of the returned device. During the visual analysis of the returned device, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the posterior view, measuring approximately 0.5 cm. A microscopic examination was performed, and the cause of the deflation could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 28-jul-2025, mentor received additional information about the event. The patient had both breast prostheses explanted and they were replaced with mentor memorygel boost breast implant 450cc gel breast prostheses. On 31-jul-2025, mentor received additional information about the event. The suspect medical device is a mentor siltex contour profile moderate 425cc saline breast prosthesis, catalog #3542914, PMA #p990075. Two lot numbers were reported, 5736930 & 5762044. It was not specified which lot number belongs to patient¿s left breast prosthesis and which belongs to patient¿s right breast prosthesis. If clarification is received, a supplemental report will be submitted. On 07-aug-2025, mentor received additional information about the event: the patient had developed bilateral capsular contracture (baker grade unknown), bilateral breast ptosis, and bilateral animation deformities. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2025-09345 for the report for the patient¿s left breast prosthesis. During explant surgery, malposition of the right breast prosthesis was observed. Additionally, the surgeon noted minimal serous fluid in the right breast capsule. On 13-aug-2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).